Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients ipg could be felt near the surface of the skin and was at risk of erosion. The patient was hospitalized and underwent a pocket revision procedure. The ipg was repositioned deeper into the left buttock. No devices were implanted or explanted. The patient has fully recovered.